Event description:
Additional information was received indicating the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing of noise was confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was observed proximal to the suture sleeve tie impression, breaching the outer insulation and exposing the outer coil. The cause of the reported event is due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
It was reported that noise resulting in oversensing was noted on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.